Manufacturer narrative:
Olympus contacted the user facility via telephone and in writing to obtain more detailed info regarding this report but with no result. The device referenced in this report was returned to olympus for eval. The eval confirmed the user¿s experience of image loss. The image flickered and blacked out with black and horizontal lines appearing on the video screen. There were seven broken image guide fibers, red cracks and stains on the image. The device passed the air/water leak test. There was no evidence of fluid invasion in the device. The charged coupled device flexible printed circuit (ccd-fpc) board was replaced and then the image was reexamined, but there was still no image found. The image difficulty was isolated to a charged coupled device (ccd) unit failure; however, the eval could not conclusively determine the exact cause of the ccd failure. The device as refurbished. This report is being submitted as a medical device report in an excess of caution.

Event description:
The user facility reported that during an unspecified procedure the image was lost. No further info was provided.